Event description:
The below report was received by health authority (B)(6) (reference number: (B)(4)) on 30-nov-2022. This spontaneous case was originally reported by a physician and describes the occurrence of pelvic pain ("since 2 years disabling pelvic pain") in a 46 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of allergic asthma, multi gravida, parity 3 and appendectomy. On (B)(6) 2015, the patient had essure inserted (intra-uterine). Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), abnormal uterine bleeding ("abnormal uterine bleeding") and menometrorrhagia ("menometrorrhagia"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy via laparoscopy). The reporter considered abnormal uterine bleeding, menometrorrhagia and pelvic pain to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 23.588 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 30-nov-2022. The most recent information was received on 11-jan-2023. This spontaneous case was originally reported by a physician and describes the occurrence of pelvic pain ("since 2 years disabling pelvic pain") in a 46 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of allergic asthma, multi gravida, parity 3 and appendectomy. On (B)(6) 2015, the patient had essure inserted (intra-uterine). Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), abnormal uterine bleeding ("abnormal uterine bleeding") and menometrorrhagia ("menometrorrhagia"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy via laparoscopy). The reporter considered abnormal uterine bleeding, menometrorrhagia and pelvic pain to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 23.6 kg/sqm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-jan-2023: quality safety evaluation of ptc(potential legal case). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.